Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the flexvision pc was not booting up. Review of the log file shows malfunctioning flexviewing-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flexviewing pc for flexvision failed to start properly, resulting in no display on the flexvision monitor, the pc diagnostic tool could not be used and reinstalling the software was not possible. To resolve the issue, the fse replaced the smart suite flexviewing pc. The defective parts were returned for analysis, for flexvision pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.